Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2317-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: infinion cx lead kit, 50cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2317-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: infinion cx lead kit, 50cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging and would feel hot sensation, not while charging. Program optimization was done and showed that lead had high impedances. The patient underwent spinal cord stimulation (scs) replacement procedure. Patient fully recovered postoperatively. The explanted implantable pulse generator (ipg) will be returned.